Event description:
Report received of an underdelivery of amphotericin b. The pump was programmed to deliver 700ml of amphotericin b with a concentration of 1mg/10ml (70mg) over 8 hours. It was reported that the patient's spouse initiated the infusion. At an unspecified time later, patient's spouse discovered that the pump had stopped infusing. Approximately one half of the solution remained in the bag. The pump reportedly did not give an audible alarm or display an error message. The spouse powered the pump off. When powered back on, the pump gave a constant alarm with black boxes on the display. The pump batteries were changed, with no resolution. The infusion of medication was discontinued. When the patient went to a regularly scheduled hemodialysis treatment, the amphotericin b was resumed. The patient did not experience any adverse effects. Though requested, no further information was available.